Manufacturer narrative:
Evaluation summary: one used set was received with the cap on the dark blue connector and no cap on the patient connector into the lab in reference to crack/broken. No cracks were noted on the set during visual inspection. Functionally hand tightened a lab titanium adapter without difficulty. The set was tested underwater at 8 psi with leak noted from cut approximately 1" from sleeve in closed position. During visual inspection, the cut was approximately 1/8" in length. The complaint was confirmed in the lab for leak and it was not confirmed for cracked/broken. The root cause was undetermined.

Event description:
Baxter reported that a nurse from a hospital reported to the baxter clinical coordinator that they had problems with one product with batch h09c12042. This minicap transfer set showed small cracks near the twist clamp. The patient noticed these cracks during use, because the set was leaking a bit. The patient received a new minicap set. The complaint sample was sent to the baxter for evaluation.